Event description:
It was reported that the pump reset unexpectedly. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.